Event description:
It was reported that an alert tripped for noise and oversensing on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There was one patient alert for lead failure predictor on 2013 (B)(4). There were two lead failure predictor rate-non-sustained equal to 200 milliseconds per average ventricular cycle on 2013 (B)(4) and 2013 (B)(4) . The ventricular short interval count was equal to 4218 counts, in 75.01 days between 2013 (B)(4) and 2013 (B)(4).